Manufacturer narrative:
This case, with patient identifier cn-(B)(4) (system 1), is related to case with patient identifier cn b)(4) (system 2). The customer has no strips left to return.

Event description:
It was reported the patient received the following results within 2 minutes: 218 mg/dl (lot 478936) and 94 mg/dl (lot 478881) with the same accu-check nano meter.